Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Approx 16 devices were received for evaluation; 15 events were confirmed during testing, 1 event was not duplicated. Approx 12 devices were found to be affected by internal corrosion and lack of lubrication. Approx 1 device was found to be affected by internal corrosion, broken down lubrication, and fibers. Approx 1 device was found to be affected by internal corrosion, a lack of lubrication and a shattered bearing. Approx 1 device was found to be affected by internal corrosion, corroded bearings, and lack of lubrication. Approx 1 device was found to be by shattered bearing, internal corrosion, broken down lubrication, and debris. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 16 malfunction events in which the device overheated. There was no patient involvement; no patient impact.